Event description:
It was reported that the customer experienced issues with her pump, including a sticky button and a glitching screen that was unresponsive to touch, requiring multiple taps to respond. There was no reported impact to the customer's blood glucose level. The customer chose not to pursue troubleshooting and requested documentation for insurance purposes.